Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonoscope to the service center for a separate issue. During evaluation, no image was displayed and the splitter caused interference. The service repair technician indicated that the most likely cause of the complaint was traced to component failure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and manufacturing date (h4) updated fields: h2, h4, h11 corrected fields: d5 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.